Event description:
The saw is getting stuck in bone when they are performing hip replacement surgery.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.